Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Initially, the customer could not reset the pump at work due to not having the charging pad, but later called back to perform the reset successfully. The issue did not recur, and the customer was instructed to continue using the pump and to contact support if the malfunction occurred again.